Event description:
The customer called to report that they were hospitalized. The customer indicated that they were driving across the country and their bgs went high. The customer informed that the hospital took the batteries out of the pump over night and had the customer reprogram the pump. The pump was working fine. The customer denied performing any troubleshooting. It was stated that the doctor was taking tests to see if the customer has flu.